Manufacturer narrative:
The complaint investigation for false reactive alinity s hbsag results included a search for similar complaints, a review of complaint text, trending data review, labeling review, a cross functional team review, and device history records. Return testing was not performed as returns were not available. A review of complaint data for the product and reagent lot did not identify an increase in complaint activity for the complaint issue. A review of tracking and trending did not show any related trends for the product for the issue. A review of device history records and did not identify any events or issues that may have impacted the performance of the lot number 36342fn00 in relation to the complaint issue. A cross function team (cft) consisting of medical affairs, quality and technical operations reviewed and determined the adverse event was related to correct use and concluded risk management file (rmf) is adequate and sufficiently addresses the issue under review. Labeling was reviewed and adequately addresses the issue under review. A technical review of field data for alinity s hbsag was performed. Overall reactive rates of lot 36342fn00 across lifenet health, applicable peer sites and across all us customer sites were collected and assessed. Across all us blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 36342fn00 is within product requirements and comparable to other lots analyzed in the comparison. At lifenet health the performance of lot 36342fn00 is below the package insert representative data, however the ir-rr rates are higher as compared to peer sites. Based on this investigation, no systemic issue or product deficiency with alinity s hbsag reagent lot 36342fn00 was identified.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false repeatedly reactive alinity s hbsag results for a cadaveric donor serum sample that was nat and anti-hbc negative. The following data was provided (units of measure is s/co): (B)(6) 2022 sid (B)(6): initial = 1.15, repeats = 1.15 and 1.04 the tissue was discarded. No additional impact to patient management was reported.